Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
It was reported the patient underwent the fist stage of a two stage revision for infection on an unknown date. Subsequently, the patient underwent the second stage revision successfully. There are no additional details available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Updated: b4, b5, g3, g6, h1, h2, h6, h10, h11. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was undergoing a second stage revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: canada. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): unk femoral, lot #: unk. Unk tibial, lot #: unk.